Event description:
It was reported that during an unknown procedure, the artery that the surgeon wanted to ligature was cut by the clip. The surgeon was able to control the bleeding. He classified the incident as minor. No device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: the manufacturing records were reviewed and no anomalies were found.